Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, customer reported problem "failed downstream (distal) occlusion sensor test, values are: 22.25 psi & 20.86 psi" was not reproduced. Evaluation sent the device for downstream occlusion testing and the device passed. A review of the event history log revealed downstream occlusion messages, however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor no tube. The force sensor scale factor calibration requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream (distal) occlusion sensor test with values of 22.25 and 20.86 psi (pounds per square inch). This occurred during testing. There was no patient involvement. No additional information is available.